Event description:
Pump reported to issue failure code during clinical use. The failure code will result in an audible and visual alarm and stop all channels in use. No additional clinical information is available. No pateint injury was reported.